Event description:
Caller reports that the customer was accidentally stuck in the hand by a used lancet. No more info was reported. Customer is believed to be fine the caller reports. Requested return of suspect device and replacement was sent.